Event description:
The customer tested his blood glucose using his contour meter and a precision meter. The contour read 426 mg/dl, while the precision meter read 107 mg/dl. The difference between readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.